Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of myocardial infarction and restensosis are known observed and potential patient effects as listed in the xience v and xience nano everolimus eluting coronary stent system electronic instructions for use. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that on (B)(6) 2013, the patient underwent a stenting procedure with placement of a 4.0 x 15 mm xience v stent in the left main artery, a 4.0 x 12 mm xience v stent and a 4.0 x 08 mm xience v stent in the proximal right coronary artery (rca) and a 3.5 x 15 mm xience v stent and a 3.0 x 15 mm xience v stent in the mid rca. On (B)(6) 2013, the patient was re-hospitalized with a myocardial infarction (mi). On (B)(6) 2014, percutaneous coronary intervention was performed in the proximal rca and the patient condition resolved on (B)(6) 2014. No additional information was provided.